Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the surgeon was not able to fire the e100. Prior to calling, they installed the e100 from their other system without success. They tried different instruments (syncroseal and vessel sealer extend) with same symptoms. The instrument led was off, while the power button led was white. The technical support engineer (tse) connected to system and launched gemini download application (gdla), that showed that the nest pic node was not present, explaining the symptoms. Surgery was resumed without the need of the e100. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the site via the clinical territory associate (cta) and obtained the following additional information regarding this event: the system functionality was checked upon powering on the system. The system was powered on and well connected, they tested another e100 present on a column of the other robot of the hospital. The system initially powered on without errors. Led power was white and led on instrument plug was not lit. The generator did not work at all and the synchroseal was desterilized for nothing. The issue was not resolved during the surgery, the fse came by last friday to solve the issue. There was a system misconfiguration, and the robot was no longer detecting the e100.

Manufacturer narrative:
Based on the claim against the product by the customer noting energy device not detected, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse switched the nest pic node to on to resolve the issue. The fse stated that the node deactivated itself, in fact it's an option for the e100, so it wasn't recognized normally. The fse reactivated the e100 license when they installed it. The problem was reproduced upon arrival on site. According to the fse, this issue could be related to a software issue, after an upgrade performed by the isi clinical sales representative (csr). The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.